Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: model: 9733467 desc: software 9733467 fusion ent app analysis: model: 9733467. Analysis: software registration function failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site mentioned that they were seeing the incorrect tracing pattern. There was less then an hour delay to the procedure due to this issue. There was no reported impact on the patient¿s outcome.